Event description:
It was reported that this right ventricle lead was implanted on the left bundle branch, initially all measurements were within normal parameters. However, after the implant procedure, loss of capture was found. It was found that the lead had perforated the septum, this was confirmed through x-rays. The lead was explanted and replaced. This lead was disposed of, therefore, will not be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of perforation, cardiac was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricle lead was implanted on the left bundle branch, initially all measurements were within normal parameters. However, after the implant procedure, loss of capture was found. It was found that the lead had perforated the septum, this was confirmed through x-rays. The lead was explanted and replaced. This lead was disposed of, therefore, will not be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricle lead was implanted on the left bundle branch, initially all measurements were within normal parameters. However, after the implant procedure, loss of capture was found. It was found that the lead had perforated the septum, this was confirmed through x-rays. The lead was explanted and replaced. This lead was disposed of, therefore, will not be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier